Event description:
According to the customer a sample was run on a coulter lh 700 series analyzer without generation of any flags. Based on low platelet count, the customer performed a slide review and discovered 50% lymphoblasts. A re-run of the sample on a second coulter lh700 series analyzer produced a lymph (ly) blast flag. A second re-run on the original coulter lh 700 series analyzer after approximately 2 hours produced a ly blast flag. After the initial re-run of the sample on the second coulter lh 700 series analyzer, the sample result was believed to be erroneous. There has been no change to pt treatment that can be attributed to the erroneous result.